Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in the common iliac artery via an ipsilateral retrograde approach, there was strong resistance felt upon advancing in the sheath and the stent was allegedly found misaligned. The system and the sheath were removed together as one unit. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. No images or video files were provided for review. The result of the investigation is inconclusive for the reported stent dislodgment issue. The root cause for the reported stent dislodgment issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for this lifestream device was reviewed and the following sections are applicable: b indication for use the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. C contraindications the lifestream¿ balloon expandable vascular covered stent is contraindicated for use in: patients with uncorrected bleeding disorders. Patients who cannot receive recommended antiplatelet and/or anticoagulation therapy. Patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. Lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system. Lesion locations subject to external compression. D warnings do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. Use the device prior to the use by date specified on the package. Should excessive resistance be felt at any time during the procedure, do not force passage. Attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. The covered stent cannot be repositioned after it is deployed. Do not retract the balloon until the balloon is fully deflated under vacuum. E precautions the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials, complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. L materials required for the lifestream¿ balloon expandable vascular covered stent procedure introducer sheath or guiding catheter with appropriate inner diameter. M directions for use covered stent size selection. 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 5. Examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in the common iliac artery via an ipsilateral retrograde approach, there was strong resistance felt upon advancing in the device and the stent was allegedly found misaligned. The system and the sheath were removed together as one unit. The procedure was completed by using another device. There was no reported patient injury.